Event description:
It was reported that the patient received an alert for noise due to t-wave oversensing. Programming changes were made. Patient will be monitored via merlin.net. There were no adverse consequences to the patient.